Event description:
On september 10, 2010, abbott vascular voluntarily recalled three lots of the rx acculink carotid stent system in the united states for a potential catheter tensile strength issue discovered internally. Four (4) of the affected devices have been used; however, there was no report of any delivery issues. There were no reported adverse pt effects as a result of this issue. This action does not affect pts having successfully implanted stents. However, if an affected device is used it may result in acute stent deployment difficulties and subsequent intervention. This action does not affect any inventory beyond the units identified here. Recalled product: part # 1011342-20/lot # 0072061; part # 1011344-40/lot # 0070961. As of september 24, 2010, reconciliation of the recalled devices has been completed.

Manufacturer narrative:
(B)(4). The devices were received, investigation is not complete. The z number has not yet been received. The internal recall number is 2024168-09/10/10-002-r.